Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir compartment getting harder to insert the reservoir. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had no delivery alarms. Troubleshooting was declined. The product will not be returned for analysis.